Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, the patient needed long-term fluid infusion after chemotherapy for left breast cancer after total left mastectomy, and was admitted to the hospital for peripherally intubated central venous catheter puncture. The catheter was successfully inserted and the exposed length of the catheter was 3 cm. On (B)(6) 2022, the patient was readmitted to the hospital due to dizziness and insufficient blood supply to the cerebral arteries. On (B)(6) 2022, the nurse was preparing to perform infusion therapy for the patient. The patient was flushed with a 20ml syringe of 0.9% normal saline. During the flushing process, the exposed part of the catheter was found to be leaking in the middle, and the flushing was stopped immediately. Use sterilized surgical scissors to cut off the catheter at the leak location and replace the connector.